Event description:
Inserted the trellis over an 035 wire and inflated the distal balloon. The balloon ruptured. The physician removed the device and opened second one to proceed with the case. The patient had a filter 1-2 cm above the treatment site.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the trellis-8 athena device was received enclosed a bio-hazard "zip-lock" style pouch. No additional ancillary devices or cine images were included. Visual inspection: the odu, dispersion wire,all ports, and both proximal/distal balloons were inspected. Inspection of the proximal balloon showed it had burst between the radiopaque marker bands. No other anomalies were found that would have appeared to contribute to the reported event. Testing/findings: 1. Water pressure was administered to the distal balloon and no leak was observed. 2. The balloon that failed was actually the proximal balloon and not the distal balloon as was originally reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.